Event description:
It was reported that during an angioplasty treatment procedure a guide wire tip detachment occurred. The occluded target lesion being treated was located below the left knee. A 185cm journey guide wire was advanced to the lesion and during the procedure the tip detached. Less than 1 cm of the tip was left inside the patient in the subintimal plane of the vessel. There were no attempts to retrieve the detached portion and the physician reported that the tip will not migrate. No further patient complications were reported and the patient's status is stable.

Event description:
It was reported that during an angioplasty treatment procedure a guide wire tip detachment occurred. The occluded target lesion being treated was located below the left knee. A 185cm journey guide wire was advanced to the lesion and during the procedure the tip detached. Less than 1 cm of the tip was left inside the patient in the subintimal plane of the vessel. There were no attempts to retrieve the detached portion and the physician reported that the tip will not migrate. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the core wire and high torque sleeve (hts) were fractured. The distal tip, including the coil wire/core wire/ribbon was not returned for analysis, which confirms the reported separation. The remaining hts measured 6.5" long from the fracture to the adhesive ramp. Magnified inspection of the fractured end of the hts presented evidence of a ductile overload fracture. The core wire fracture surface was bent, indicating that the fracture may be attributable to ductile bend overload. Magnified inspection of the fractured ends of the core wire and hts confirmed there was no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).